Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was a history of dvt with contraindication to anticoagulation. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including multiple filter struts have perforated the ivc. Approximately fourteen years and seven months after implant, a CT scan revealed the ivc filter below the renal veins with some of the filter struts penetrating 7mm through the wall of the ivc into the pericaval/mesenteric fat. There was no ivc stenosis, no migration, tilting nor fracture/bending of the filter. About two months later, after the scan, a physician documents the presence of the ivc filter, and assesses the ivc filter removal as not possible and unrelated to any of the patient¿s current symptoms. Per the patient profile form (ppf), the patient reports perforation outside the ivc, and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to multiple filter struts have perforated the vena cava. Per the operative report, the filter was indicated for a history of deep vein thrombosis (dvt) with contraindication to anticoagulation. Under ultrasound and fluoroscopic guidance, using seldinger technique, a sheath was inserted into the right internal jugular vein and advanced over an angiographic guidewire into the inferior vena cava and left common iliac vein. An inferior vena cavagram revealed a patent vena cava and identified the renal veins. The optease removable inferior vena cava (ivc) filter was placed below the level of the renal veins. The report noted that the filter could be removed if desired within thirty days. Approximately fourteen years and seven months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported the ivc filter below the renal veins with some of the filter struts penetrating 7mm through the wall of the ivc into the pericaval/mesenteric fat. There was no ivc stenosis, no migration, tilting nor fracture/bending of the filter. About two months after the scan, in a consultation regarding the ivc filter, the physician documents the presence of the ivc filter, and assesses the ivc filter removal as not possible and unrelated to any of the patient¿s current symptoms. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of these events approximately fourteen years and seven months after the filter implantation, and further experienced anxiety related to the filter.